Event description:
It was reported the ins was implanted under the pt's left arm (left breast area) and the "vibrations" (stimulation) were provided where the battery was implanted with very little coverage to the lower back. The pt had requested removal of the device. Additional info received indicated the event was attributed to the ins and lead. The patient underwent explant and replacement of the ins, lead, and extension. The patient experienced lack of effect. The physician indicated the patient outcome as "no injury,"